Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported via journal article that the patient underwent a laparoscopic incisional hernia repair between (B)(6) 2004 and (B)(6) 2006 and mesh was implanted. The patient may have experienced pain, deep wound infection, hematoma/hemorrhage, seroma, prolonged ileus and recurrence. Mesh removal was performed due to the deep wound infection on an unknown date. Reoperation was performed for the prolonged ileus on and unknown date. No additional information was provided.

Manufacturer narrative:
Corrected information: ¿ it was reported that this device is not malfunction reportable. Therefore, this medwatch report is not reportable.